Event description:
End user's son states that the wheelchair veers the left causing the chair to become uneven. Reportedly, the user tipped forwards towards the left and fell. There is no report or information of any medical treatment received as a result of this incident.